Event description:
It was reported that noise resulting in oversensing and inappropriate high voltage therapy was noted on the right ventricle (rv) lead. Additionally, inadequate capture and low pacing impedance were noted on the rv lead. Abbott technical support was contacted and a revision procedure was performed. The rv lead was capped and replaced to resolve the event. The patient was in stable condition.

Manufacturer narrative:
A device history record (DHR) review was performed and all required manufacturing processes and inspections steps were confirmed to be completed per the requirements. The device met specifications prior to leaving abbott manufacturing facilities.